Manufacturer narrative:
The device has not been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous transluminal angioplasty procedure, the catheter tip detached within the patient's aorta. The physician had acquired right retrograde femoral artery access. During a guidewire exchange the catheter tip detached. The physician then used a vascular snare device to retrieve the catheter tip from the patient. During catheter tip retrieval the patient acquired excessive bleeding at the femoral access site and excessive clotting within the left common iliac artery. The physician administered medications for clotting. The patient was an in-patient and is still in recovery due to unrelated respiratory problems.

Manufacturer narrative:
One device has been returned for evaluation. The product was examined visually. The complaint is confirmed. The root cause was attributed to significant force being applied to the device during use. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.